Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the photographs identified; an opening, red particles on the shell and gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: rupture.

Event description:
Physician reported device rupture, initially not visible on ultrasound. Device has been explanted. This relates to the right device.

Event description:
Physician reported device rupture, initially not visible on ultrasound. Device has been explanted. This relates to the left device.